Event description:
It was reported, "restoration modular revision hip - the surgeon was trialing the cone body trial onto the definitive plasma stem. The surgeon reported to me that the cone body trial was jammed onto the definitive stem. He eventually removed the body, but the stem came out with it. The surgeon had to ream his femoral canal again as he reported that he had lost his pressfit for the current stem. A new stem was inserted and the definitive cone body. He did not want to trial again."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.